Event description:
It was reported that on (B)(6) 2022, the patient was admitted to the hospital after being scaled by hot water for one hour on the left buttock and left lower limb. The patient had a history of senile dementia, mental disorder, cerebral hemorrhage, etc. And could not control urination. It was stated that the patient should be kept catheterized and drained according to the doctor's advice. On (B)(6) 2022, the outer packaging of the foley catheter was checked and it was in good condition. The catheter needed to be replaced according to the operating specifications. When the current catheter was planned to be removed, 20ml syringe was used to aspirate the saline in the catheter balloon. There was difficulty in suction and large suction resistance, so no fluid drained out and the catheter could not be removed. The replacement of a new catheter was delayed for the patient. After a consultation with urology department, the guide wire was passed into the balloon tube through the balloon and the urinary catheter was gently pulled, then the catheter fell out. When the user checked the urinary catheter, the catheter balloon was found to be ruptured and the main body of the urinary catheter was intact. Immediately, the catheter was replaced with a new one. It was stated that the patient's catheterization was normal, there were no complaints of discomfort and the adverse events improved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex, inflation conical interface ¿ natural latex, deflation conical interface ¿ natural latex, flushing conical interface ¿ natural latex, balloon ¿ natural latex, valve ¿ polypropylene. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Precautions: federal (USA) law restricts this device to sale by or on the order of a physician." The device was not returned.

Event description:
It was reported that on (B)(6) 2022, the patient was admitted to the hospital after being scaled by hot water for one hour on the left buttock and left lower limb. The patient had a history of senile dementia, mental disorder, cerebral hemorrhage, etc. And could not control urination. It was stated that the patient should be kept catheterized and drained according to the doctor's advice. On (B)(6) 2022, the outer packaging of the foley catheter was checked and it was in good condition. The catheter needed to be replaced according to the operating specifications. When the current catheter was planned to be removed, 20ml syringe was used to aspirate the saline in the catheter balloon. There was difficulty in suction and large suction resistance, so no fluid drained out and the catheter could not be removed. The replacement of a new catheter was delayed for the patient. After a consultation with urology department, the guide wire was passed into the balloon tube through the balloon and the urinary catheter was gently pulled, then the catheter fell out. When the user checked the urinary catheter, the catheter balloon was found to be ruptured and the main body of the urinary catheter was intact. Immediately, the catheter was replaced with a new one. It was stated that the patient's catheterization was normal, there were no complaints of discomfort and the adverse events improved.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex inflation conical interface ¿ natural latex deflation conical interface ¿ natural latex flushing conical interface ¿ natural latex balloon ¿ natural latex valve ¿ polypropylene scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Precautions: federal (USA) law restricts this device to sale by or on the order of a physician.¿ correction: b,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.